Manufacturer narrative:
Aso was able to obtain a lot number and performed test for adhesion properties for unused returned samples as well as retained samples in addition to reviewing test for biocompatibility tests. On 11/23/2016 as consumer returned two boxes with different lot numbers and brand names, aso has submitted two different form FDA 3500a. Please refer to MFR report # 1038758-2016-00106 for topcare strong strips antibacterial bandages, lot # 00035801 and MFR report # 1038758-2016-00107 for family wellness strong strips antibacterial bandages, lot # 00049946.

Event description:
Consumer stated that she is allergic to antibacterial bandages and she had a reaction after using the product.